Event description:
It was reported that the customer was hospitalized twice due to diabetic ketoacidosis. The customer's blood glucose reading was 237 mg/dl at the time of the report. Troubleshooting was performed, and the insulin pump was programmed correctly. The prime and high pressure tests passed. The customer stated that she had a virus, which may have contributed to the event. The customer also stated that her glucometer was 35 points off. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.